Event description:
The allura fd20 device does not turn on (B)(6) hospital. It has been reported to philips that the allura system does not start, as the counter remains stuck at 00:00. The device was not in clinical use. No harm was reported. Philips has started an investigation of the complaint.

Manufacturer narrative:
Philips has investigated this complaint. A philips field service engineer (fse) inspected the system onsite and confirmed that equipment does not start. Upon functional testing, fse confirmed flex vision diagnostic tool was not working. So, system remained blocked at 00:00. Fse replaced flex vision pc and hdd and reloaded the software. After the replacement, the system was returned to use in good working order. The codes were updated based on the investigation outcome.